Event description:
A pain pump was inserted in my ankle in (B)(6) 2007 which resulted in me being disabled. My question is why has the FDA not studied what the pain pump can do when it's inserted in the ankle. I had ankle surgery in (B)(6) 2007, a pain pump was inserted in my left ankle. I was out of work for 6 months. I went back to work and I still had pain and swelling. I thought it was part of the healing process so I didn't think much of it. Well, the pain and swelling kept coming back until I had to go back to the hosp. It was little over a year before I realized that something more was wrong. I started to have trouble walking. Well, the doctor told me it was nothing they could do that I had become disabled. He said I had bone on bone, all my cartilage had deteriorated. I had grinding, loss of motion and the burning that I was feeling when I walked. My bones "chaffing" off. This is everything that the pain pump has done to the shoulder. The doctor never told me but my job at the time was paying me short term disability and the disability lady read a form to me. It stated, is this a work related injury, she stated that the nurse or doctor stated on the form, no this is a surgery related injury. They never told me and they could not explain to me how I had become disabled. I contacted some attorney's because of the ad I saw on tv, but they said they couldn't help me because they never heard of pain pumps in the ankle, the second one said the reports say I have degenerative joint disease. The doctor never told me that. Now months after he told me, there was nothing they could do, that I had become disabled. I had pain in my legs and knees. He sent me for an MRI, it showed my cartilage was deteriorated also and I guess they are tying all this together but I don't believe so. I had two separate falls a month a part. The first one I fell on my knees on the concrete. The next month, I fell on ice down six steps, all concrete hitting my lower back on the stomp and I never had them checked. In my heart, I believe the pain pump works the same on ankles as it does on shoulders and I believe in my heart it's just as many people if not more who have suffered the same attacks on their ankle due to the side affects of the pain pump as the people with the shoulder pain pumps. You see we don't have a voice. We don't have the FDA or an attorney to speak for us. We don't have any one or a panel to say nay, if the pump eats up the shoulder and knees then why can't it eat up the ankle joint the same way. We don't have the FDA or a panel to say hey these people need help and they can't get it until we the FDA speak for them. In my mind and heart I strongly believe that the pain pump affects all joints the shoulder, knees and the ankle the exact same way. I know I may be the first as an attorney told me to speak out about this, but if you put out a national call stating any one who had ankle surgery and a pain pump was used and you know suffer cartilage deterioration you have bone on bone, grinding and loss of motion, your phones will be lit up. So, I ask please be our voice. Please include us in the ads on the web, on tv. The pain pump does eat up the ankle and can the FDA please ban the doctors from using the pain pump in ankle surgery. Please be the voice where there is none. I will thank you as I'm sure thousands of other people will. On behalf of myself and everyone who has had a pain pump inserted in their ankle and is now injured for life, thank you and please be our voice, help us.